Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported thermal event. Lot release review could not be completed as no lot number or an invalid lot number was provided.

Event description:
It was reported by the patient that the omnipod 5 personal device managers' (pdm) battery allegedly, "started smoking and was warm to the touch". Patient confirmed they had an alternate method of treatment.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action (B)(4) was implemented. The device was not returned for evaluation. We are unable to confirm the cause of the reported event.